Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No unexpected low battery alarms noted. The device was monitored and no unexpected reset alarms were witness. The insulin pump was unable to prime during prime test due to loose and or flush drive support disk. Excessive no delivery test was not perform due to prime anomaly. The device had cracked belt clip slot, broken reservoir tube lip, and minor scratched lcd window.

Event description:
Customer reported that the last three times she changed the battery on her insulin pump, the device cleared all settings. Customer's current blood glucose was 187 mg/dl. The device history showed no delivery alarms and a low battery alarm. The device passed the self test. When customer replaced the battery during the call, the device went into a countdown and reset itself. The device did a second countdown, cleared the basal and bolus settings, and asked customer to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).